Manufacturer narrative:
Patient has stopped use of the device and has reported their jaw is improving. Follow up report to be provided as soon as possible.

Event description:
User experienced acute tmj, open lock and slip of jaw on the left side.